Event description:
The patient's generator was explanted and returned due to prophylactic replacement. During generator product analysis, it was found that contaminates were observed on the trimmed edge of the printed circuit board assembly, which contributed to premature battery depletion. A review of the device history indicated that the generator was manufactured using laser routing. The device passed all specifications prior to distribution into the field. No additional relevant information has been received to date.